Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump showed a low battery message. The customer also reported that the insulin pump alarmed 'change the battery', the change was made for a new energizer battery, but the insulin pump alarmed "low battery" again along with the red icon. The customer was calling back after going through the low battery flowchart within 1 week. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer will discontinue using the device. The product will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, active current test and sleep current test. Pump failed vibration portion of the self test due to moisture damage. No unexpected battery alerts noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alerts were found in the history files on or near the event date. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Charge/battery lasts less than expected not confirmed during testing or in the history files. Pump exposed to moisture confirmed on the pcba 1, pcba 2, and harness assembly vibrator. Pump failed self-test due to moisture damage on the pcba 1 and harness assembly vibrator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.